Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Harvester connected device to the light source and could not get good visibility. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The harvesting tool and cannula was returned to the factory for evaluation, however the dissection tip was not returned for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation on both the hot jaw and cold jaw was observed to be intact, no visual defects were observed. The cannula was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The harvesting tool was inserted into the cannula, with no visual or physical defects observed. Based on the return condition of the device, and the non-return of the dissection tip, the reported failure "poor quality image" was not confirmed but was confirmed for the analyzed failure "material twisted/bent".

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Harvester connected device to the light source and could not get good visibility. A replacement device was used to complete the procedure. The hospital did not report any patient effects.